Manufacturer narrative:
On 07/10/2013, intuitive surgical, inc. (Isi) spoke with the initial reporter of the complaint. He confirmed that nothing fell into a patient and there was no report of patient injury as a result of the reported event. He also indicated that the surgical staff may have applied electro lube, an antistick solution for electrosurgical instruments before the tip was installed but could not confirm. The instrument & accessories user manual states the following: for the correct application of electro lube follow the instructions below: ensure that the tip cover accessory has been properly installed on the monopolar curved scissors instrument; dispense a drop of electro lube onto the foam pad provided with the electro lube solution. Using the foam pad, apply a thin layer only onto the scissor blades of the instrument. Added model=400180-12 of the 8mm tip cover accessory.

Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff was unable to advance the monopolar curved scissors (mcs) instrument through the cannula. The field service engineer (fse) determined that the mcs instrument tip cover was sliding up the instrument's shaft preventing the mcs instrument from advancing. The fse noted that electrolube was used with the mcs instrument; however, it is unknown if the electrolube was applied per instructions. The surgical staff reinstalled the tip cover and was able to continue with the procedure. There was no report of anything falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.